Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault was recorded due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was greater than 45 seconds, which is longer than expected. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a message indicated a charge time-out occurred. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. This device was successfully explanted and replaced. No additional adverse patient effects were reported.